Manufacturer narrative:
H11: manufacturing review: a sales order and device history record (DHR) review were performed for the two affected sales orders. It was found that the patient ids on the label and the picking list did not match. Investigation summary: a 24 month query was reviewed for the given product code and as reported device code. There were zero (0) similar complaints. Due to the nature of the brachytherapy products and various product codes, an additional analysis of complaint information was performed for the raw material/finished good lot numbers associated with this complaint record. The complaint was found confirmed, and the root cause is determined to be an entry error. Labeling review: the labeling for this order was confirmed to be incorrect. A cid will be opened to address this issue. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent brachytherapy procedure. It was reported that on split sales order numbers: (B)(4) sl and (B)(4) sl, the customer received incorrect patient ID on the stickers for another patient. Did not have any influence on the patient's treatment. There was no reported patient contact.